Event description:
According to the reporter: during the intervention the needle came off the device but was retrieved. No patient consequences. There was no bleeding of 500cc or more. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. The incision was not extended by more than one inch. The procedure was not converted to an open procedure.

Manufacturer narrative:
(B)(4).